Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of the hernia was unknown. At the time of this report, the patient was being treated through lowering of the fill volume during peritoneal dialysis therapy; however, hernia surgery is planned for a future date. At the time of this report, the patient was recovering from the hernia event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.